Event description:
The reporter indicated that the surgeon implanted a 13.7mm vicmo 13.7 implantable collamer lens of diopter -9.5 into the patient's right eye (od) on (B)(6) 2023. On (B)(6) 2023the lens was explanted due to excessive vault. On (B)(6) 2023 a replacement lens of shorter length was implanted. The problem was resolved. The cause of the event was reported as unknown.

Manufacturer narrative:
(B)(4).